Event description:
It was reported that pump triggered cartridge alarm 20 twice in one day, and caller noted similar alarms had occurred previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin plan and was advised to contact healthcare provider, pump replacement was arranged under warranty when available, caller was instructed to place pump in storage mode before return, and was informed that pump settings and continuous glucose monitor would need to be set up again on replacement pump, which caller understood and acknowledged.